Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic hub/rim of an interlink was cracked with blood backing into the line and leaking from the interlink injection site. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.